Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Latest preventive maintenance performed on the and confirmed system met specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty eight successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check (bcc) was performed about six minutes and ten seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The provided treatment report shows decentered flap and possible fluid under pi (patient interface). When a femtosecond laser creates a light-induced optical breakdown in the interface, gases are produced. These gases have to go somewhere, so usually, they dissect along the plane of least resistance, which is parallel to the surface along the collagen lamellae. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with uncut area in the right eye during flap creation procedure. Procedure was reverted to photo refractive keratectomy.